Manufacturer narrative:
First test: unknown lot number. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Second test: d4 - lot #: 000809130a. D4 - expiration date: 9/16/2025. D4 - primary UDI number: (B)(4). H4 - device mfg date: 3/4/2024. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000809130a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 000809130a and test base part number 195-430wjr/ lot 809130. The lot met the required release specifications. A review of the complaints reported false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000809130a showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The first test (unknown lot number) generated a positive result. The second test (lot number: 000809130a), performed on the same day, generated a negative result. The consumer stated that he had a bad cough. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.